Event description:
It was reported that stimulation had not been working. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 7433, serial # (B)(4), implanted: (B)(6) 1995, product type programmer, patient; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1995, product type extension; product ID 3587a, lot # l33380, implanted: (B)(6) 1995, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was having memory issues and the healthcare provider (hcp) wanted to do an MRI. The memory issue was due to a spinal cord injury that the patient had in the past. The patient's device had not been on for 8 years or more. No symptoms reported.